Event description:
During a surgical procedure, the surgeon bent the cautery tip and it broke. The broken piece was retrieved. No injury resulted.

Manufacturer narrative:
During a cardiac surgical procedure, the surgeon manually bent the 6 inch cautery tip during use and it broke. The piece was retrieved and no injury resulted. No further intervention was required. The tip is not intended to be modified as this can result in damage. The sample was not returned for evaluation. We have no trend for this issue with this component.